Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Customer reported infection at insertion site with blood glucose levels reaching 358mg/dl. Infection diagnosed by endocrinologist after patient noticed a nickle size blister filled with puss underneath the pod. Omnipod worn between 36 and 48 hours on her leg.